Manufacturer narrative:
Investigation results: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Event description:
No additional information.

Event description:
It was reported that the bd needle 18x1in blunt fill had foreign matter. The following information was provided by the initial reporter: material#: 305181 batch#: unknown. Verbatim: office using the bd 18g blunt needles (305181) to draw are noticing small particles from the plunger inside the vials. List of xxx they are drawing: xxxxxall made by xxxxxxxx all made by xxxxx. They are seeing particles with any of these medications they are drawing. Additional information provided: the have been ongoing and brought to my attention since about 2 months ago I know my ma¿s do a very thorough job at checking all vaccines before drawing up and administering so it happened a few times and then again on the day I contacted mike. There has been no patient harm done because the vaccines were wasted. The lot numbers would probably vary but I know on anything form 2 months to current. I have personally used these needles in a hospital setting for several years and have never heard of this until now with these vaccines. Please advise on what we should do until this gets looked into ?

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.